Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached >250 mg/dl. When the pod was removed, the pod's cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences, though it is unknown at what point the needle deployed. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in the needle failing to deploy; the cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Download data does not show any timeouts or drive stalls indicating there was no struggle to deliver insulin.